Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) had the home patient (hp) cycle power, and then se 2367 alarm occurred the tsr advised the hp to start over again using new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.